Manufacturer narrative:
Visual inspection found the customer uses a iem server to send alarms to ascom phones. The field service engineer worked with the customer biomed to test 4th floor telecommunication. Results of functional testing indicate red alarms were crossing over, the yellow and inops were not crossing. Based on the information available and the testing conducted, the cause of the reported problem was the iem server. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required by philips at this time. If additional information is received the complaint file will be reopened.

Event description:
Hold for tr 9/8/23

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.